Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073015.

Event description:
It was reported that the patient was admitted to the hospital and after spending a day in the emergency room and patients lead was protruding behind the ear. The patient underwent a wound revision procedure and was doing well postoperatively. Nothing was explanted.